Manufacturer narrative:
The reported event of unable to implant right atrial even after multiple attempts was not confirmed . As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, the right atrial lead could not be fixed into position after several attempts. The physician used another lead to complete the procedure. The patient was in stable condition.